Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information and manufacturing year, omsc considered that it was very unlikely that the peeling of the adhesive around the acoustic lens was due to aging deterioration. Therefore omsc surmised that the reported phenomenon was attributed to the external force being applied to the distal end such as strongly rubbing it during daily use including reprocessing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there was gap on the adhesive around the ultrasound transducer. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.